Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime, system sensor, excessive no delivery test, occlusion test, self test, and restart error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 495 mg/dl at the time of incident. Troubleshooting found that the pump has a piece of plastic missing from the pump casing and near the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.